Event description:
It was reported that revision surgery was performed on the patients left hip in (B)(6) 2004. The legal group reporting the issue indicated that the components were left in situ. The devices were originally implanted in (B)(6) 2002.

Event description:
It was reported that revision surgery was performed to remove the resurfacing femoral head. The associated acetabular cup remained implanted.